Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11. MDR section codes updated/corrected: b. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation reported in cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 320-38-03 - 145-deg pe 38mm hum liner +2.5: (B)(6). 320-10-00 - equi rev tray adapter plate tray +0: (B)(6). 320-02-38 - rs expanded glen 38mm, +4mm offset: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent a right shoulder revision procedure. Subsequently, two (2) years, eight (8) months later, at post operative follow up appointment, the patient reported experiencing three (3) additional dislocations with strenuous activity. As a result, the patient underwent a closed reduction of the right shoulder in the emergency department. The date of the medical intervention is unknown. The reason for the dislocations is unknown. No surgical interventions were reported. No patient outcome was reported. No additional information is available.